Event description:
It was reported a patient experienced fluid in the heart coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of the event was not reported. Treatment and outcome were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was hospitalized for fluid in the heart sometime in (B)(6) 2013. A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the device history record, service history log and the event history log was performed. Upon performing these reviews, no issues were found that could be related to the reported event. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. An external & internal inspection was performed which revealed no anomalies. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity tests. A short simulated therapy was performed successfully. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.